Event description:
The pt reported that his display on his infusion device is showing "..01----" which is the software version of the infusion device. The pt was unable to clear the display. He attempted to remove the power pack and reinsert it but was unable to clear the display. The pt was advised to try a different power pack. No physiciological symptoms reported. No med assistance required. Product was requested to be returned for evaluation.